Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be released, and successful hemostasis could not be achieved. There was no reported patient injury. The indicator window had turned black-black. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be released, and successful hemostasis could not be achieved. There was no reported patient injury. The indicator window had turned black-black. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician was certified in its use, and there were no visible signs of device or packaging damage prior to use. A non-cordis sheath was utilized. The device was stored and prepared according to the IFU. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be =5 mm. No calcium, plaque, tortuosity, stent, or stenosis greater than 50% was present at or near the puncture site. The femoral site had not been closed with any closure device or manual compression within the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vcd use. Hemostasis was achieved with manual compression. The deployment button could not be depressed, and the exoseal vcd with the vascular sheath introducer was removed together as a whole. Upon removal, the plug was found fully inside the shaft. The indicator wire was still visible at removal. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was received in the black/white position. A kink was observed on the delivery shaft, located 13 cm from the distal tip. Dimensional analysis was conducted on the portion of the delivery shaft near the affected area to verify the outer diameter. The measurement was found to be within specification. A deployment simulation evaluation was performed. During the analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and expected plug deployment. The indicator window was also observed to shift to the black/white and red position as expected. A high magnification evaluation was conducted on the internal mechanism of the device. No abnormal conditions were observed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the device received since the device was able to be successfully deployed with full lever depression during the functional analysis. A kink was observed on the delivery shaft. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kink on the shaft may have led to issues with proper deployment of the device. It was also reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture." The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.